Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. All electrical functions were normal. The lead remains implanted.